Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection noted the catheter balloon was inflated with 30 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attached, the balloon deflated passively with no issues. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction: d, e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that spontaneous removal during post operative compression haemostasis, no water in balloon and there was no visible balloon rupture. Per additional information via email from ibc on 02dec2023, there was no pinhole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spontaneous removal during post operative compression haemostasis, no water in balloon and there was no visible balloon rupture.